Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the broviac catheter. During the procedure, the catheter allegedly broken inside the patient and further additional operation was needed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted on the device. A diagonal split was noted on the catheter body of distal catheter segment. The edges of the split noted to be jagged, and surface of the split could not be determined as additional damage would be caused in area. Upon infusion, a leak from the split was noted. Therefore, the investigation is confirmed for the identified burst. However, the investigation is unconfirmed for the reported catheter fracture issue as appropriate burst identified. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the broviac catheter. During the procedure, the catheter allegedly broken inside the patient. Additional operation was needed. The current status of the patient was unknown.